Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2010 and suture was used. The needle broke at the tip while suturing near the pubis to hold the mesh. At that time, the surgeon pulled the needle with all of his force. No fragment remained in the patient's body and there was no adverse patient consequence.